Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips received a complaint indicating that the v60 device had a battery failure. There was no patient involvement at the time the issue was discovered. Bench service was evaluating the device when the issue was found. Bench repair replaced the battery and confirmed that the battery issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service.